Event description:
High impedance, > 2500 ohms, and an apparent lead fracture, were reported. The patient had 11 inappropriate shocks related to non-physiologic sensing. The lead was explanted. No patient complications have been reported as a result of this event.